Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced a mass on (B)(6) 2017 and had surgery to remove the mesh. It was discovered that the vascular flow was obstructed and the surgeon performed an orchiectomy. It was reported that the patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent an inguinal hernia repair surgery on (B)(6) 2007 and prolene hernia system and bard ventralex were implanted. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/06/2020.